Manufacturer narrative:
It was reported that it was impossible to receive pushed images on the computer for pre op planning. DHR review and review of complaint history did not identified any contributory factors to the event. According to technical investigation the data available does not permit to confirm the event.

Manufacturer narrative:
The planning station of the device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the planning station was not working: it was not possible to load images. Surgery was finally planned using another planning station.